Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2010-03859, 3005099803-2010-03860, and 3005099803-2010-03862 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, after placing the patient under general anesthesia, a soloist electrode was advanced to the target region. However, while attempting to ablate, a console error (e02) occurred. The electrode was removed from the patient and a second soloist electrode was advanced to the target area, however, a second error (e02) occurred. The electrode was repositioned deeper into the bone and saline was applied to the site, but the error reoccurred. The second soloist electrode was removed from the patient and a leveen coaccess electrode was positioned and partially deployed into the lesion. The physician had some success, but roll-off was not able to be achieved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) - no code available (insufficient roll-off). The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).